Event description:
It was reported that upon interrogation the pulse generator exhibited a mode switch anomaly. The device was reprogrammed. The patient was in stable condition and would be seen in six months.